Event description:
A customer observed droplets of fluid on the foil of the mts gel cards run on the ortho provue analyzer. The customer performed a system prime and observed fluid drip from the probe to the dilution station. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and replaced the probe, the wash station assembly, and a component of the pressure regulator. The customer performed qc testing and it passed. Although no definitive root cause was determined, the replacement of the probe, wash station, and a component of the pressure regulator returned the instrument to expected operation.